Manufacturer narrative:
It was reported to davol that during implant of a composix kugel mesh, the ring was found to have been broken. The mesh was not implanted. Another product was used to complete the repair and there was no reported pt injury. The device was returned to davol and evaluated. The ring was found to be completely intact, with no evidence of breakage. Further examination showed that the patch looked warped when viewed from a horizontal plane. A smooth buckling was observed over the welded recoil-ring area located right across the mesh positioning slit. The recoil ring had a noticeable kink at the 9 o'clock quadrant, which was consistent with damage caused by improperly folding the device. In addition to the device eval, a mfg review was performed. There was no evidence of a mfg related issue that may have contributed to the alleged event. The product's IFU provides proper instruction for folding and deployment of the device. The IFU states: "follow proper folding techniques for large size patches as described in this instructions for use as other folding techniques may break the recoil ring."

Event description:
Based on info reported to davol: (B)(6) 2010 - during an abdominal hernia repair procedure, it was alleged that while the surgeon was attempting to sew the product into the pt's abdomen (about half-way sewn into the abdomen) the bard composix kugel mesh ring broke. The surgeon removed the product and did not implant the mesh. The repair was completed with another product. No pt injury was reported to have occurred.